Event description:
There was a kink at tip of the atw guidewires. This was noticed after they were removed from the packaging. The packaging was intact before it was opened. Addendum: based on the analysis findings, the coil tips of the two guidewires were observed under the microscope and both coil tips were found stretched at the proximal section.

Manufacturer narrative:
The complaint received states that a kink at tip of two atw guidewires. This was noticed after they were removed from the packaging. The packaging was intact before it was opened. Addendum: based on the analysis findings, the coil tips of the two guidewires were observed under the microscope and both coil tips were found stretched at the proximal section. There was no report of injury for the patient. One non-sterile atw guidewire was received coiled in a plastic bag. The guidewire was found kinked at 5cm from the distal end and coil tip was found bent at 3mm and 1.2cm from the distal end; no other anomalies were noted. Coil tip of guidewire was observed under the microscope and it was found stretched at the proximal section, no other anomalies were noted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01796997. This packaging lot contained 700 units, which were shipped from lake region medical limited on july 7, 2010. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The failure reported by the customer as "guidewire kinked/bent" was confirmed, during analysis the guidewire was found kinked, the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00098 and 1016427-2011-00099.